Manufacturer narrative:
(B)(4). A batch review was conducted on lot number 14f19g73 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a healthcare professional who experienced a leak at the seal of an accusol dialysate concentrate bag used for hemodialysis. This occurred before use. There was no patient involvement, patient injury, medical intervention, or adverse reaction associated with the reported event. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the accusol dialysate concentrate bag was identified. The device was not available for evaluation; however, the lot number is known and a batch record review is anticipated. Should relevant additional information become available, a supplemental report will be submitted.